Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. The pacing impedance measurements were also noted to have increased, however remained within normal limits. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.